Event description:
It was reported that a bleeding event and a retroperitoneal hemorrhage occurred. A left atrial appendage (laa) closure procedure was performed and a watchman double curve truseal access system (was) was used. When the patient woke up after the procedure, chest compressions were performed. Two hours after the watchman procedure, the patient became hypotensive and experienced blood loss. A retroperitoneal hemorrhage near the groin was noted. The patient had two blood transfusions for retroperitoneal hemorrhaging after the procedure and was hospitalized for another day post procedure. The patient was then discharged home.